Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, cracked case (battery tube), cracked case, cracked battery tube threads, scratched case and cracked retainer and faded serial number label. The insulin pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, a pump error during self test and confirmed in download history due to cold solder joint at keypad assembly. No power loss alarm noted during testing. Analysis was unable to complete functional test due to pump error during self test. The power management parameters graph confirmed the unloaded voltage (unload vlith) and loaded voltage(loaded vlith) was within spec range. However, power error and low battery were confirmed in the formatted history file. The insulin pump had intermittent non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had power error alarm. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.